Manufacturer narrative:
Product event summary: analysis could not reproduce the error; it is noted an error was found in the programmer error log.

Event description:
It was reported that a serious programmer problem error message displayed on the programmer upon start up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Concomitant products: product ID 2067 lot# - product ID 229047, the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).